Event description:
Additional information was received from the patient. It was reported that their condition has worsened and they imagined it was partially due to the new bulge in their lower stomach bought on by the shifting of the implant throughout their innards. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient woke up at night to go to the bathroom and wanted to change the settings in order not to do so. After connecting to the implant, it was determined that they were on program 3 at 2.8. It was reviewed to increase the stimulation. They were going to monitor their symptoms and will follow up with their healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated. Additional information was received from the consumer on (B)(6) 2020. It was reported the patient never had therapeutic effect. The patient had called in because their device had not been effective and the health care physician (hcp) wanted to operate on them again. The patient had called in because they didn't think that they should have to pay the co-pay and stated that they had an evaluation and according to the hcp it was successful. The patient stated that they had the implant put in and they had to go to the bathroom every hour and a half throughout the night and they were leaking without warning. The patient reported that they had tried a couple settings and they had ¿no feeling.¿ there were no further complications reported.